Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product is confirmed, since the patient reported to reusing the same solution bags and cassette for a new therapy. The problem is confirmed, but the assignable cause is undetermined, since it is unaware why the patient decided to reuse the solution bags and cassette for a new therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding assistance with troubleshooting alarms which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell 3 of 4. The hp revealed they were trying to restart using the same supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding reported problem. The pd rn stated the patient never mentioned anything to them. They stated as far as they know the patient is doing fine. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.